Manufacturer narrative:
PMA/ 510(k) number: pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure, a multi-sideport dual check valve catheter infusion set leaked at the hub. An unspecified 3-way stopcock was attached to the device. A "lok-syringe" was used to flush the device, at which point the leak was observed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: as reported, prior to an unknown procedure, a multi-sideport dual check valve catheter infusion set leaked at the hub. An unspecified 3-way stopcock was attached to the device. A "lok-syringe" was used to flush the device, at which point the leak was observed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the device documentation, drawing, manufacturer¿s instructions, specifications, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A photo of the device was provided by the user facility, which showed the device hub leaking. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded a root cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.